Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - boston scientific received info that undersensing was noted on this right atrial lead. An x-ray confirmed that the lead had dislodged. A repositioning procedure was scheduled. No adverse pt effects were reported. Should additional info become available this investigation will be updated.